Event description:
(B)(6) 2012: writer spoke with the facility he indicated that the tip fell off during the procedure it was retrieved without incident or injury to the patient. The tip was replaced with another tip and the procedure continued as planned with no untoward affect to the patient.  The handle used is still in use and functioning properly according to the physician.

Manufacturer narrative:
(B)(4). Follow information will be sent if received.